Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Event description:
The report states: patient had abductor canal block 1 year ago. Came in (B)(6) 2019 for a heart catheterization and during the catheterization the cardiologist noticed a catheter still in the patient. It was about 11cm long. They cut the catheter out of the patient. Patient was fine. Unsure how this happened as a np removed the catheter without realizing it broke.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: patient had abductor canal block 1 year ago. Came in (B)(6) 2019 for a heart catheterization and during the catheterization the cardiologist noticed a catheter still in the patient. It was about 11cm long. They cut the catheter out of the patient. Patient was fine. Unsure how this happened as a np removed the catheter without realizing it broke.